Event description:
The patient reportedly experienced loss of lock with his external equipment. External equipment was exchanged, however the problem could not be resolved. Surgery to explant the patient's device has been scheduled.